Event description:
It was further reported that vascular access was obtained via the right femoral artery. The 80% stenosed denovo lesion was located in the left common iliac artery. The balloon was a sterling 10.0 x 40/80 (5f) otw not a 10.0 x 20/135 (5f) otw as previously reported. The balloon catheter was selected to post dilate the target lesion.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. The 80% stenosed lesion was located in the calcified and moderately tortuous common left and right iliac arteries (cia). During the first inflation of a 10.0 x 20/135 (5f) otw balloon catheter a balloon rupture occurred at 6 atms. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.